Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4: batch # 176c68. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired with some b-formed staples on the deck. Upon further evaluation the reload deck was noted to be damaged. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. The damage to the cartridge deck is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number 176c68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please clarify the statement you made regarding ¿extended hospitalization stay¿? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? According to the initial declaration from the customer, the patient's hospital stay was extended. Additional information received: after testing, the staples did not allow suturing as required: they appeared at an angle with sometimes one leg retracted and the other straight or vice versa. Or also b-shaped but twisted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device did not properly close when performing the suture: the staple misfitted and did not fulfill its function. Use of another device to complete the procedure. Important risk for the patient: extended hospitalization stay.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What tissue structure was the device fired on? What was the patient diagnosis?